Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with her sensor glucose readings. Customer's sensor glucose reading was 50 mg/dl but her blood glucose level was over 500 mg/dl. She treated her high blood glucose level with an injection and changed the infusion set. The insulin pump would spontaneously turn off. The sensor and blood glucose reading difference was not within an acceptable range. The insulin pump alarmed failed battery test and battery out limit. Corrosion was found on the battery cap contact. The insulin pump had a crack in the battery compartment and a scratch on lcd screen. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.